Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device manometer was found out of specification. The technician found out that the low battery indicator lights up when unit was powered on. The technician was able to simulate low battery condition with 1.5 voltage, direct current (vdc) alkaline battery. Lithium battery was installed in the device and read approximately 3.64 vdc. Electronic alarms operated when drive gas was present. Electronic alarms go into power save mode approximately 60 seconds after drive gas was removed. Suspect main alarm printed circuit board (pcb) was swapped tor known working board and low battery indicator did not light up until the brief indication as the unit goes into power save mode. The reported isuue was confirmed. The root cause of the reported issue was found to be the faulty main alarm printed circuit board (pcb). The technician replaced faulty main alarm pcb.

Event description:
It was reported that the battery stated dead but the battery was new. No patient injury was reported. Additional information received 24-sep-2021: event date: (B)(6) 2021.